Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 476 mg/dl and an unspecified ketone level that was not identified as life threatening from a healthcare provider. Customer required assistance from school nurse to administer manual injection to address bg and test for ketones.